Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient called for the status on her replacement insulin pump. The patient then stated that she was hospitalized last year due to a low blood glucose of 28 mg/dl. The patient stated that she was dealing with deaths in her family, depression and theft. Nothing further was reported.